Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted in a patient. No block was observed and the patient left the operating room. On (B)(6) 2023, a permanent pacemaker was deployed. The navitor stent strut injured the muscularis media and resulted in bilateral block. The patient's status is stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the navitor valve was implanted. No block was observed and the patient left the operating room. Later on, a permanent pacemaker was implanted because navitor stent strut injured the muscularis media which resulted in bilateral block. The patient's status is stable. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.